Event description:
Patient reported rupture and swelling. "Capsule fluid¿ and "persistent pain of left breast¿ was also noted in histology report. Device has been explanted and replaced with non-abbvie device. This relates to the left side.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5., h.6., h.10. Reason for reoperation: seroma.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/28/2024.

Event description:
Patient reported rupture and swelling. "Capsule fluid¿ and "persistent pain of left breast¿ was also noted in histology report. Device has been explanted and replaced with non-abbvie device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, edema.

Event description:
Patient reported left side rupture and swelling. Device has been explanted.

Event description:
Patient reported, rupture and swelling. "Capsule fluid¿ and "persistent pain of left breast¿ was also noted in histology report. Device has been explanted and replaced with non-abbvie device. This relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Edema: unable to observe, as it is not related to the device. Pain: unable to observe, as it is not related to the device. Seroma-late: unable to observe, as it is not related to the device. No additional observations. No further actions are required, as no manufacturing issues are observed.